Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Two analyzers were reported and are represented by one device item report as no serial numbers were provided and the model number and complaint is identical.

Event description:
It was reported that during a device and lead implant procedure, noise was noted when pacing was turned on with the analyzer. The noise was seen on both atrial and ventricular electrograms but was noticeably worse on the ventricular electrograms. It was further reported that two different analyzers were used and the noise on the electrograms was seen on both analyzers and that when pacing is off, the signals are clean. No patient complications have been reported as a result of this event.